Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, an insulation abrasion occurred when the lead was being repositioned. As a result, the pacing impedance measurements were out of range. This rv lead was removed and successfully replaced to complete the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found no insulation issues. There was a setscrew mark on the terminal pin at the correct location. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations and detailed analysis did not reveal any abnormalities.